Event description:
Facility technician reported one incident of a patient experiencing respiratory distress, itching and decreased blood pressure immediately upon initiation of treatment with the psn 210 dialyzer. The treatment was stopped and the blood was returned to the patient. The patient was transferred to the ER and was admitted to the hospital then subsequently discharged 2 wks later. Information related to treatment received at the hospital is not available at this time. However, it was reported that the patient has recovered and has dialyzed on a fresenius f70 dialyzer without incident.